Manufacturer narrative:
The returned implants were visually examined. The laser line between the head and neck were aligned. There was damage of unknown origin to the locking regions of the neck and the stem. Additional mdrs associated with this event: 3025141-2017-00123: stem, 3025141-2017-00124: neck.

Event description:
During revision surgery for removal of another device in the patient's elbow, it was determined that the implanted arh slide-loc device had dissociated (head/neck from stem). The implants were removed.